Event description:
It was reported that the patient was checked one day post-ablation surgery, an interrogation revealed that the pulse generator exhibited a premature elective replacement indicator. The product code was downloaded and the elective replacement indicator message was cleared. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.